Manufacturer narrative:
The device is not expected to be returned for evaluation; therefore, no physical analysis of the device could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. As indicated in the dfu, operational instructions, instructions for use: to remove the guidewire from the treatment area: a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. The safari2 guidewire is pulled back completely into the catheter. The safari2 guidewire may then be withdrawn from the catheter. As indicated in the device instructions for use warnings: care should be taken when advancing a guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. The cure of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or handling factors may have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the second of two different wires used in the procedure. Medwatch report MDR 2126666-2023-00011 captures the first device. Ecn event description: during the tavr procedure for severely calcified bicuspid anatomy(true bicuspid), the annulus was tried to cross with safari ii small wire and while crossing physician found lot of resistance and during multiple attempts the coating integrity of the loop was lost and the coils got detached, the wire was safely removed and retrieved and another safari ii xtra small wire was used to cross the annulus and after deployment of valve the physician wanted to withdraw the wire and it got stuck at descending aorta and they had to push the delivery system till to descending aorta and retrieved entire system. Patient is doing fine. What troubleshooting steps, if any, resolved the issue?: wire was navigated to cross annulus again and again. What is the next course of action?: wire was retrieved. Patient present at time of event?: yes. Patient complications: no patient complications was issue present upon opening package?: no. If the packaging was damaged, describe: no. Question: are any patient status updates available? Answer: yes patient is doing well. Question: what type and size of guidewire was used? Answer: small and xtra small. Question: what were possible contributing factors (comorbidities etc)? Answer: nothing.